Event description:
It was reported that during a stent placement procedure in the iliac, the express vascular ld premounted stent deployed prior to crossing the lesion. The procedure was completed with another of the same device without patient complications. The current patient status is reported as 'satisfactory and good.'

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.